Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately calcified unidentified artery. The physician advanced the 2.0x12mm apex balloon catheter to the lesion and inflated it to 12atms and the balloon ruptured. The device was removed intact. There were no patient complications. The procedure was successfully completed with a non-bsc balloon catheter. Patient status is reported as "fine".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.